Event description:
It was reported that while in the cath lab the intervention cardiologist was unable to advance the sling wire guide into the micro puncture needle which was in the patient's right radial artery. As a result, the md requested another transradial access tray. It is unk if the second attempt was successful. There was no reported patient death. Injury, or complications. The therapy was interrupted/delayed and according to the report there was no harm caused to the pt. Medical/surgical intervention was not required. The md stated the pt is okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.